Event description:
During device evaluation, the baxter service technician reported finding an infusor pump which went into constant alarm when they attempted to run the device. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation found and confirmed the condition of a constant alarm and determined the root cause to be a faulty motor assembly. The motor assembly was replaced to repair the condition. The device met specifications for the reported condition. A follow up report will be submitted if additional information becomes available.